Event description:
As reported in the journal of cardiovascular medicine, 2010 march 4, in "incidence of stent fractures and patency after femoropopliteal stenting with nitinol self-expandable smart stent: a single-center study." Analysis of the abstract indicates a moderate stent strut fracture was detected by radiograph. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided.

Manufacturer narrative:
This is an unknown smart control nitinol stent. This complaint was found during a routine literature search. The actual product code was not given. There are multiple factors that can contribute to stent fracture in the sfa. The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that nitinol stent fractures occurred in cases of multiple stents and overlap related to an abnormal stress area that is created. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.